Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced an unspecified adverse event while performing pd therapy on a homechoice device. It was reported that the patient ¿got taken away in an ambulance under terrible conditions¿ (no further detail). At the time of the event, the patient was connected to the homechoice device and in an unspecified dwell. It was unknown if the patient was hospitalized. No further detail was provided regarding treatment or the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.